Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours they had experienced irritation at the pod infusion site, (leg). The patient reports for several months they have had a lump at the pod infusion site. The patient thinks part of the pods cannula may have broken off the pod, causing the irritation. As treatment, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.